Manufacturer narrative:
Device was returned for analysis. During device analysis, a visual examination of the complaint unit was carried out and it was noted that the advancer knob was not returned connected to the plus unit. It was reattached and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The coil and sheath were cut proximal to the strain relief. The sheath, coil and burr were returned separate to the device. A guidewire was returned running through the coil of the catheter. The device was dismantled and the ultem was found to be melted and there was retrograde blood flow through the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿never operate the rotablator advancer without saline infusion. Flowing saline is essential for cooling and lubricating the working parts of the advancer. Operation of the advancer without proper saline infusion may result in permanent damage to the advancer¿. (B)(4).

Event description:
It was reported that burr was stuck in the lesion. During a rotational atherectomy procedure, a 1.25mm rotalink plus was advanced to treat the calcified target lesion. The physician performed 3 runs across the lesion. On their second or third polishing run to complete the case, the rotalink burr got stuck in the middle of the lesion and they could not get it out. They tried utilizing intracoronary nitroglycerine and also rotaglide to aid in removal; however this was unsuccessful. The physician cut the burr and wire off of the tip of the advancer and clamped it down. They advanced a guidezilla and then with the support of the guidezilla, they pulled the guidezilla, rotalink and rotawire out at the same time. No patient complications were reported and patient's condition is okay.

Event description:
It was reported that burr was stuck in the lesion. During a rotational atherectomy procedure, a 1.25mm rotalink¿ plus was advanced to treat the calcified target lesion. The physician performed 3 runs across the lesion. On their second or third polishing run to complete the case, the rotalink burr got stuck in the middle of the lesion and they could not get it out. They tried utilizing intracoronary nitroglycerine and also rotaglide to aid in removal; however this was unsuccessful. The physician cut the burr and wire off of the tip of the advancer and clamped it down. They advanced a guidezilla and then with the support of the guidezilla, they pulled the guidezilla, rotalink and rotawire out at the same time. No patient complications were reported and patient's condition is okay.

Manufacturer narrative:
(B)(4).